Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022 (8-9 days ago from the date of this report 23-mar-2022), the patient's infusion set's tubing detached/broken at the site connector. Therefore, his blood glucose level was around 150 mg/dl at the time of the event. The infusion set had been used for about 5-10 minutes. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.